Event description:
The patient reported that the keypad buttons became intermittently unresponsive about two weeks ago, and now the buttons are completely unresponsive. She stated that the backlight button stays on all the time. The patient stated that she was on syringe injections for boluses at the time of the call to customer support due to keypad button unresponsiveness. She stated that she wears the pump on her belt and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the backlight and down buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to be misaligned. Unrelated to the complaint, the battery compartment was found to be cracked and the threads were found to be stripped. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.